Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with excision of perineal scar. It was reported that the patient underwent release of sling on (B)(6) 2003 due to persistent urinary retention. It was reported that the patient underwent monarch sling implantation on (B)(6) 2005 due to recurrence and neurogenic bladder. It was reported that the patient underwent urethrolysis and mesh removal on (B)(6) 2012 due to bladder outlet obstruction and impaired detrusor function. It was reported that the patient underwent excision of foreign body and placement of an anchor sling on (B)(6) 2012 due to sui. It was reported that the patient underwent urethrolysis, urethral dilation, repair of urethrotomy and I&d of suprapubic abcess on (B)(6) 2013 due to bladder outlet obstruction. It was reported that the patient underwent bladder neck closure, insertion of suprapubic tube and removal of midureteral sling on (B)(6) 2014 due to vaginal fistula. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.